Event description:
As reported by the user facility through medwatch # (B)(4): premature infant in the nicu for treatment of anemia had a uvc line placed. The uvc line stopcock was found with a crack and pt lost approx 10 ccs of blood. Hct remained stable post incident.

Manufacturer narrative:
This report has been identified as b braun medical, inc internal report #(B)(4). During a f/u call with the facilities risk mgmt group, the individual stated that no add'l info regarding this occurrence was available. The only info available is what was reported on the medwatch form. The medwatch form indicates that no sample or lot is available and that the infant's hematocrit remained stable post incident. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If add'l pertinent info becomes available, a f/u report will be filed.